Event description:
Lf technical support faxed qp15 which states; "the personnel noted a problem with the generator during a case and would not be able to perform x-ray. They then proceeded to move the pt off the table. When they attempted to move the pt, the table started to tilt head up on it's own without being commanded. This could have thrown the pt off the table and injured the pt. The operator kept pressing buttons on the hand and foot control, until the table finally stopped. They finally got the pt off the table. After they moved the pt, the table continued to tilt head up until the operator turned the table off". On the event date: customer states that table raised to a 30 degree angle with the head up. Removed pt ok. No injury to pt or staff. She then stepped on the heads up foot switch, table started to raise. She then stepped on the heads down side of the foot switch, and the table continued to raise to its 90 degree erect position, she then shut off the table.

Manufacturer narrative:
Liebel flarsheim field service engineer report states: found the tilt switch jammed on the table foot pedal assembly. Replaced the footswitch and tested for proper operation. Room returned to full service.